Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product in question is not available for manufacturers laboratory investigation. A review for similar complaints was performed. A similar complaint investigation was found with the following results: the product was investigated in the laboratory of the manufacturer. The blue caps and the fitting on the spikes (2 each) were checked for their dimensions; no abnormalities were found the dimensions were within tolerance. During functional evaluation it was possible to remove the blue caps easily from the spikes fitting by hand. The complaint data and investigation results were evaluated by the supplier maquet cardiopulmonary (B)(4). A DHR review of the lot affected was performed with no abnormalities found. No scrap record for the related material was found. The supplier confirmed during the investigation of the complaint sample that the cap was very easily removable. The most probable cause of the failure was determined as material failure. No big measurement difference was found. As a corrective action, a supplier complaint has been opened to the sub supplier of the cap. The sub supplier stated that the assembly process of the cap is outsourced. It was requested that the sub supplier implements qualification, training, process and in-process / final controls. Also the operators of maquet (B)(4) have been informed about the complaint. Based on the above mentioned former investigation results the reported problem could be confirmed. This data will be handled through a designated maquet trending process.

Event description:
According to the customer: "according to the hospital, the vent of the spike of the line 3 of the set decrimped / loosened and fell off. This induced discomfort when connected a bag to this line. No clinical consequence was reported. When the incident occurred is unknown." (B)(4).